Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. The device is not available for return to conmed for evaluation. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues regarding a round bur, medium, carbide 5mm, item # 00509123000 (5091-230), lot 1123904 that occurred at surgical center of the rockies on (B)(6) 2020. Information received was that during a total shoulder arthroplasty, the bur detached from the high speed drill. It was reported that it was "chattering." After being seated back in the high speed bur and locked, the disposable bur later broke at both the head and the shaft becoming lost in the patient. A c arm was brought in to find the broken piece. After two attempts, the piece was visualized and removed from the patient. This created an interruption in the case, exact delay time unreported. It is noted the surgeon was using the bur without a bur guard as they had been instructed to do. It is indicated that there was no impact, harm or injury to the patient. The facility contact indicated there was no other information available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the fragment was removed.